Event description:
Customer stating that their sr8 is not showing any p-wave elevation on the yellow trace line. Verified she has the ECG leads connected to the same areas of the body as they were prior to when it stopped working. They've tried using multiple sherlock sensors.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.